Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4) . Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a carto® 3 system and a pacing issue occurred as pacing was unable to be done from the carto. There was no pacing was available from the direct and primary ports. Direct pacing port failure can potentially delay patient treatment and cause patient injury. The issue was resolved by replacing faulty pacing aux. Cable with a new one that was delivered to the account. System is operational. The history of customer complaints associated with this carto 3 system was reviewed. There was not any additional complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a carto 3 system and a pacing issue occurred as pacing was unable to be done from the carto. The pacing cables were changed which resolved the issue. The procedure was completed with no patient consequence. Upon request additional information was received on the event. Planned pacing was to be done for threshold testing. The pacing leads were connected to the carto 3 piu primary pacing port and the direct stimulator port and both ports were unable to pace. This event is indicative of a reportable event because the inability to pace from the direct pacing port can potentially delay patient treatment and possibly cause patient injury.